Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the as-received set samples observed no obvious damages or issues. Functional and pressure testing resulted in no leaking. The as-received set samples were reprimed through each of the quick-spikes on each set. There was no observation of any leaks. The root cause of the reported leak could not be determined.

Event description:
It was reported that the nurse double spiked the 293ml o+ platelet bag and it leaked during a transfusion. The customer states there was no patient harm.

Manufacturer narrative:
Concomitant medical products: (2) blood bag-platelets- lot 1805034151 ref 82440 exp 2020/05/01, therapy date: (B)(6) 2019. The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse double spiked the 293ml o+ platelet bag and it leaked during a transfusion. The customer states there was no patient harm.